Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), and trends, was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: included under patient selection are the aortic neck diameters and angulation criteria, anatomical elements and limitations that will affect sealing and fixation. Per the IFU "appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The complaint report states that there was no difficulty during deployment of the device, and that the proximal neck had a parallel shape with no plaque or thrombus. Type ia endoleaks are caused by either deployment location, sizing, or anatomy. In this case, the neck did not have plaque or thrombus, which is able to disrupt the proximal seal, which suggests that the anatomy did not cause the endoleak. Therefore, it is most likely that the tffb was over- or undersized or placed in an unintended location. If the device was oversized, slight pleating could occur which would allow blood flow around the graft; if it was undersized, the blood would be able to flow around the graft or it could migrate slightly downwards. Due to the information in the complaint, the root cause is "product use or handling related - did not follow instructions / label." We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) female patient in the spiral-z post-market registry had a type I proximal endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The patient was being treated for an aortic aneurysm with a maximum aortic aneurysm diameter of 55 mm. The proximal neck had a parallel shape with no plaque/thrombus. The iliac arteries had no tortuosity, no calcification, and mild occlusive disease bilaterally. The patient received a cook 22 mm x 96 mm main body device, a 16 mm x 56 mm left iliac leg device, and a 9 mm x 90 mm right iliac leg device. There was no difficulty deploying any of the components. A molding balloon was used, but no details were provided regarding its use. No additional devices were placed and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. A type I proximal endoleak was noted. On (B)(6) 2015, the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no evidence of thrombus or endoleak. No information was provided regarding the presence of external compression, flow limiting kinks, or migration. No adverse events or secondary interventions have been reported.